Event description:
Broken spokes on the wheel and front riggings were missing from the box.

Manufacturer narrative:
The device was evaluated by the returns department. They found that it had freight damage to a new chair with broken plastic at right hub plus broken spokes.

Event description:
Broken spokes on the wheel and front riggings were missing from the box.

Manufacturer narrative:
Should more pertinent information become available a supplemental report will be filed